Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device did not power up. A field service engineer (fse) disconnected the auxiliary cabinet, which allowed the system to power on. The station was restored to operational status, powered on successfully, and the application launched. The root cause was identified in the auxiliary cabinet and will be addressed separately. Using the test application, all drawers were tested and confirmed to operate within specifications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was not powering up. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.